Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: sg-64, serial/lot #: (B)(4), ubd: 16-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment of the patient. It was reported that during preparation, the physician flushed both the applier and the guide while also slanting upwards to avoid air bubbles. It was noted that the physician was advised to slowly introduce the guide to minimise the risk of introducing air bubbles into the patient. When the sixth and last endoanchor was implanted, an angiogram highlighted a new large air bubble within the stent graft. The air bubble was aspirated by using a 4fr catheter and the issue was resolved. Per the physician the cause of the event arose during the insertion of the applier to the guide which accidently pushed in air. No additional clinical sequelae were reported and the patient is fine.